Event description:
It was reported that the patient had adams stokes syndrome, and fainted due to ventricular tachycardia. The device did not record the event, and did not deliver therapy. The device was explanted. No further patient complications have been reported as a result of this event.